Event description:
Reportable based on device analysis completed on (B)(4) 2013. It was reported that during a stenting treatment procedure, the device was unable to cross the target lesion. The 95% stenosed target lesion was located in a severely tortuous and severely calcified left anterior descending (lad) artery. Following predilatation with a non-bsc dilatation catheter, the 2.75 x 38mm promus element plus stent delivery system (sds) was advanced. The sds was unable to cross the lesion and the procedure was completed with another of the same device. No patient complications were reported and the patients' status is stable. However, during device analysis, the stent was found to be detached/separated from the device.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: visual examination noted that the stent was not returned for review, only the stent delivery system (sds). Microscopic examination of the balloon noted that the stent had been crimped on the balloon, as indentations on the profile of the balloon had left a distinct imprint of the crimped stent. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification of this investigation is operational context as device performance was limited due to anatomical procedural factors. (B)(4).